Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the fiber cap exhibits severe devitrification and char; the fiber is blackened within the glass cap; the heat shrink tube is melted at the distal end. Based on the analysis above, the potential for forward firing may exist probable root cause: based on the product analysis results, the product complaint of "fiber broke inside the patient' could not be confirmed; a glass cap failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the analysis above, the potential for forward firing may exist.

Event description:
It was reported that during a prostate procedure, ¿the first fiber burnt out, was replaced by the second fiber that broke inside the patient @107,000 joules of use. The physician removed the pieces of fiber. He then proceeded with a third fiber that broke inside the patient. At this time, the physician was finished with the procedure, removed the fiber pieces and performed a flush. No further information was provided. The patient was ¿ok¿ reported. This event is for the third fiber used.